Event description:
It was reported that during preparation, the clip arms were observed to jump open and closed. Troubleshooting was performed, but the issues was unable to be resolved. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported jumpy clip (clip jumping open) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported clip jumpiness could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.